Event description:
Right hip revision of a primary. Doctor said that the stem had loosening. The stem and 14mm spacer were taken out and replaced with a depuy stem. The 2, 25mm 6.5 screws we're taken out. The 0 degree 32e x3 poly liner was taken out and replaced with a 0 degree 36e x3 poly liner. The 52e shell was left in. Surgery was routine.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.